Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable as lens remains implanted. Device evaluation: the product testing could not be performed as the product remains implanted in the patient¿s eye. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no similar complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct450, 16.5 diopter intraocular lens (iol) study lens was placed at os (left eye) 113 degrees at surgery ((B)(6) 2016) and was measured at the 1 month study visit ((B)(6) 2016) at 102 degrees. It was stated that there was no patient injury. The outcome did not effect the patient's daily life activity. There was no lens repositioning done. Additional information was received, and it was learnt that the patient was doing fine as of their final study visit and exit date on (B)(6) 2016. Reportedly at that visit, the iol axis os was recorded as 116 degrees. No other information was provided.